Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source displayed an e200 output error code after startup. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was confirmed. Based on the results of the investigation, it is likely that the event occurred due to loosening of the screw fixing the motor on turret. After re fixing, the fault was resolved. Olympus will continue to monitor field performance for this device.